Event description:
It was reported that the patient had atrial fibrillation at the time of constant low flow alarms. The arrhythmia was not thought to be device or therapy related. The ICD was implanted prior the patient's pump implant and the patient had atrial fibrillation since implant.

Manufacturer narrative:
The onset of the patient's atrial fibrillation is reported under MFR #: 2916596-2023-07944. Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however, the reported event of outflow graft obstruction could not be confirmed through this evaluation as no images were submitted for review and the device remains in use. A specific cause for these events could not be conclusively determined. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the reported arrhythmia, as well as the reported patient-related conditions, could not be conclusively established. The submitted log file contained events from 23oct2023 through 27oct2023. Intermittent low flow hazard alarms were captured throughout the file. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) , with no further issues reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. Section 1 of this IFU lists cardiac arrhythmia as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are also addressed in section 1. The IFU notes that the low flow alarm is triggered when the flow is less than 2.5 lpm. Section 5 of the IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3 - manufacturer information: updated. Section g1 - contact office (and manufacturing site for devices) or compounding outsourcing facility: updated. Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - lot number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had constant low flow alarms. The patient is known to have low flow alarms frequently due to position and hydration but reports they no longer related to the position and have been increased in frequency. The patient reported fatigue and was taken to the emergency department for evaluation. During admission, pump speed was decreased to 9000rpm from 9200 rpm. A computed tomography angiography (cta) scan revealed non-clinically significant outflow graft stenosis. An echocardiogram showed a small left ventricle and recovered apical contractility. The patient's medication was changed. The patient met on (B)(6) 2023 with electrophysiology for implantable cardioverter-defibrillator (ICD) generator and pacer changes to create dyssynchrony and possibly improve left ventricular cavity size at the apex. A review of the log file revealed low flow alarms all throughout the log. The estimated flow appears to have fluctuated below the alarm threshold of 2.5 lpm. Most of these low-flow events were sustained.